Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer did not remove air from the cartridge while loading. Tandem technical support educated caller to make sure to complete cartridge air removal step prior to filling the cartridge.